Manufacturer narrative:
A lot history review (lhr) of rexg1515 showed no other similar product complaints from these lot number. The device has not been returned to the MFR for eval, as the device was discarded after the event occurred.

Event description:
It was reported that the pipe was leaking after 2 or 3 applications of chemotherapeutics and the chemotherapeutics were dispensed on the left side of the body and arm inwardly. On (B)(6) 2014 some time later (no date provided on handwritten page) the port system was explanted in total due to an alleged infection after chemotherapy infusion and port leakage. Around the port necrotic tissue was noticed (wound cavity about 3x3 cm), debridement, an opraclean-temponade after flushing with lowamid was conducted before closing the wound. Due to the large inflammation and the bad condition of the pt no new port was implanted. The chemotherapy must be cancelled . On (B)(6) 2014, received report from the pt's family that the chemotherapy leak weakened the pt's body because the chemo was not infused to the intended location and the resulting infection hastened the pt's death. An autopsy was not performed.